Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to remote update package was deployed to the station, this caused the system to reboot and was asking for a password. A technical support specialist advised the customer to perform a reboot again and the med application came up. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system backgound was black on the station and it was prompting invalid password. It was reported that when nurse was trying to pull medication the backgound was black on the station which lead to delay in accessing medication. There were no adverse events or injuries reported based on this incident.